Event description:
Patient of size attempted to get up from a bariatric transfer chair, which also lays flat into a stretcher. The chair is rated at 660 lbs., well above the patient's weight. The patient attempted to get up by himself and fell forward after placing weight on the footrest of the chair. The chair casters create an instability in the chair when any force is applied, so the footrest must be in a fully lowered position to minimize the tipping potential. As it was not, this caused the chair to tip over the patient. The patient incurred a scrape on their arm, but no other harm came to them.======================manufacturer response for bariatric transfer chair/stretcher, barton I-660 bariatric patient transfer chair (per site reporter).======================the chairs are rented through a third part. Their representative stated chair was fully functional when delivered to our hospital and that we are very hard on the chairs.